Event description:
A us distributor contacted zoll to report that a patient was experiencing minor skin irritations where the electrodes are located. There was no alleged device malfunction contributing to the irritation. Patient was provided calazime cream by a physician will in the hospital. There are no allegations that the patient was in the hospital due to the irritation. Follow up indicated that the cream is helping with the irritation.